Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the tissue pad was worn but was not peeled. Both the probe tip and the grasping section had contact marks with each other. And the coating on the outer surface of the jaw had partially come off. While the grasping section was closed and seal output was activated, seal short circuit error occurred. The manufacturing record was reviewed with no irregularities. These types of coating damage and error are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. And there is a possibility that the errors occurred since the tissue pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used for a total laparoscopic hysterectomy. It was reported that shot circuit error occurred halfway through the procedure following previous overactivation, when there was tissue between jaws. The jaws and the pad were intact. The subject device could continue to be used, but two more errors occurred around 5 minutes later. The subject device was cleaned and the end of the tissue pad worn slightly. The subject device was replaced with another same device and the intended procedure was completed. There were no patient injury reported. Olympus medical systems corp. (Omsc) received device. And as a result of omsc's investigation on june 6, 2016, it was found that the coating on the outer surface of the jaw had partially come off. And it was not reported that the fragment of the coating fell into the patient.